Event description:
Info received indicates the head section is drifting down slowly.

Manufacturer narrative:
The tech isolated the drift to the head valves. He replaced the head valves and the bed functioned to specifications.